Manufacturer narrative:
Correction: this supplemental correction for section d4, updated from unknown to1371570. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was returned for evaluation and the customer's allegation was confirmed. In additional, the device evaluation found liquid leaking from the connector connection and twisting/tearing of the connector connection. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint is component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that after cleaning and disinfecting the ultrasonic probe, a black liquid came out from the black part that connects to the drive unit after it was removed from the cleaning machine. The issue was found during reprocessing and there were no reports of patient involvement.

Event description:
It was reported that after cleaning and disinfecting the ultrasonic probe, a black liquid came out from the black part that connects to the drive unit after it was removed from the cleaning machine. The issue was found during reprocessing and there were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: (d4) - blank to (B)(4). Additional: (d9) - blank to 4/24/2024.

Event description:
It was reported that after cleaning and disinfecting the ultrasonic probe, a black liquid came out from the black part that connects to the drive unit after it was removed from the cleaning machine. The issue was found during reprocessing and there were no reports of patient involvement.